Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2008 and a sling was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence. Following insertion, the patient experienced tremendous suffering which included chronic pelvic and vaginal area pain as well as lower back pain. She reports severe rectal pain, bleeding and pain when making a bowel movement. She suffered from the pain of two additional surgeries to remove adhesions and revise the mesh. Sexual intercourse causes excruciating pain and at times is unable to engage in any intercourse at all due to the pain. She reports leakage and frequency/urgency with urination. At times, she can feel the mesh pulling and rubbing inside of her and the pain feels like a sharp knife stabbing into her pelvic region. In addition to physical pain and discomfort, she reports emotional and psychological suffering. It was reported that patient underwent prolapsed, rectocele, colon surgery in (B)(6) 2009. It was reported that in 1994 tubal ligation clips were implanted inside the patient for sterilization, which no longer remain in the patient. (B)(4).

Manufacturer narrative:
Date sent to FDA: 07/18/2016.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. Patient (B)(4) - dyspareunia, (B)(4). It was reported that patient experienced vaginal pain, pelvic pain, back pain, and dyspareunia after mesh implantation. On (B)(6) 2009 adhesions were removed. It is unknown if any of the mesh was removed. It was reported that the patient also had a concurrent surgery for a partial hysterectomy.